Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tibial broach was missing teeth. Found directly after the surgery during cleaning. There was no foreign bodies in the patient and patient impact was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product identified that the product exhibits signs of use (nicked or gouged), the teeth are worn/chipped/fractured, and fractured teeth were not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. Complaint has been confirmed by visual evaluation of the provided picture. The product has been in the field for approximately 10 years. It is unknown how many times the device is being used and the device shows wear and tear from use. The root cause can be attributed to normal wear and tear of the device. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.